Event description:
Pad burnt customers sheets, bed pad, and mattress. Customer did not provide any further information. The customer also did not claim any injury. The product was returned for investigation. An investigation was done to look into the customers complaint. The inspector found that the customer was misusing the pad. The customer had been tri-folding the pad while it was in use. Folding the pad while the pad is in use causes the heater wire to be in close proximity with each other, which can create a burn on the pad. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".